Manufacturer narrative:
On (B)(6) 2020, the product investigation based off a received image of the devices was completed. Upon visual inspection of the image, two implants with no apparent damage were observed. It is not possible to identify the lot number of each implant. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 325cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with a 275cc mentor memorygel breast implant on the left side (catalog number serial number (B)(4), serial number (B)(4)) and a 325cc mentor memorygel breast implant on the right side (catalog number 3543251, serial number (B)(4)). This report is for the patient's right-sided device.